Event description:
It was reported that the +19.0 cc4204a collamer single piece lens tore as the surgeon inserted it in the eye. The lens was removed in pieces and discarded. The incision was not altered and there was no patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).